Event description:
The facility reported an infusion pump with a "flow rate too high". The event was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, medication involved, intended rate of the infusion, amount of overinfusion, medical intervention, or set up and programming of the infusion device.